Event description:
The customer reported damage to pump housing and usb port, impacting the ability to charge pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump for insulin therapy.